Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. During cup impaction, the platform cracked.

Manufacturer narrative:
During cup impaction the platform cracked. Case finished with this part. Device evaluation and results: visual inspection visual inspection confirms the shell impaction platform, p/n 206270, lot 45021215 was broken in half. Dimensional inspection was not completed because visual inspection clearly shows the failure of the device. Functional inspection was not completed because visual inspection clearly shows the failure of the device review of device history records indicate 59 devices were accepted into final stock on 12/21/2015 with no reported discrepancies. A review of complaints related to p/n 206270, l/n 45021215 shows 1 complaint related to the failure in this investigation. Pr 1365422. Conclusions: alleged failure confirmed. The shell impaction platform, p/n 206270, lot 45021215 was broken in half. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. During cup impaction, the platform cracked.